Event description:
It was reported that the lead was replaced (reason for replacement not reported). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.